Event description:
It was reported that a large volume folfusor overinfused. The reporter stated that the therapy completed in 52 hours, which was less time than expected. The device had been filled with 3000mg of 50mg/ml flurablastin and an unknown volume of 9mg/ml sodium chloride solution (non-baxter product). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One unit was received for evaluation. Visual inspection showed no signed of physical abnormality that could have caused the reported condition. Attempts to reproduce the reported problem were not possible because details on the configuration of the setup were not provided, such as: (1) the head height of the flow restrictor with respect to the bladder, (2) the surrounding temperature in which the device was exposed to during patient use, (3) and the length, diameter, and location of the catheter. However, a functional flow rate test was performed and was found to be within specification. If any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 13c085 was manufactured between march 27, 2013 and april 2, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The evaluation was unable to verify the condition. Should additional relevant information become available, a supplemental report will be submitted.